Manufacturer narrative:
Conclusion: this device is available for return and a follow up MDR will be submitted upon completion of the device investigation.

Event description:
The bolt threading on the aspiration pump was stripped and the filter could not screw onto the bolt. The bolt threads were cleaned and a penumbra sales rep attempted to repair the pump but it would not maintain the appropriate vacuum consistently.